Manufacturer narrative:
The investigation determined that multiple higher than expected vitros na+ and vitros k+ results were obtained from two vitros performance verifier qc fluid lots when tested on a vitros 350 chemistry system. The investigation was unable to determine a definitive assignable cause. Based on atypical, lower than expected historical quality control data, a vitros na and vitros k+ reagent lot performance issues cannot be ruled out as contributing to the event. However, although not confirmed by the investigation, since the results in question were higher than expected, user error due to pre-analytical fluid handling cannot be completely ruled out as a contributing factor. The customer¿s vitros na+ within-run precision test results were acceptable, indicating the vitros 350 instrument was performing as expected. The customer recalibrated the vitros k+ and vitros na+ with fresh reagents and calibrator fluids, which resolved the customer¿s concern.

Event description:
A customer observed higher than expected vitros na+ and vitros k+ results when testing two different lots of vitros performance verifiers on a vitros 350 chemistry system. Vitros pv l1 lot t5608 vitros k+ result 4.04 mmol/l versus expected 2.92 mmol/l. Vitros pv l1 lot q5358 vitros na+ result 169.6 mmol/l versus expected 120.1 mmol/l. Vitros pv l1 lot t5608 vitros na+ result 169.8 mmol/l versus expected 120.9 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Ortho was not made aware of any patient sample results being affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number three of three emdr¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).